Event description:
Consumer reported upon removal of a tampon, the string broke. The remaining piece of string was still attached to the pledget and it was long enough that she was able to use it for removal of the pledget from her vaginal cavity. She did not seek medical attention and she did not report any adverse health effects.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.